Event description:
It has been reported that during the procedure the balloon of this device ruptured. Reportedly, the balloon was being used in conjuction with a stent. The patient is reported to be in stable condition. The device is being returned for analysis.